Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope water channel was not working during device maintenance. There was no report of patient harm associated with this event. During inspection of the returned device, foreign debris was protruding from the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of the water channel was confirmed. Foreign debris was found protruding from the air/water nozzle blocking the outlet pipe. It appeared to be a white plastic like material. Additionally, it was noted, light cover glasses adhesive was worn, optical cover glass adhesive was worn, distal end cap was worn, distal end adhesive was worn, insertion tube was delaminated, aspiration housing color ring was worn, up/down brake lever was worn, angulation control knob was loose, air/water channel volume failed and electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.